Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the most likely cause of the reported transfusion was hematoma. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a pt underwent a left cardiac catheterization procedure on (B)(6) 2012. Access was obtained at the right femoral artery. The pt was anticoagulated with effient, angiomax, integrilin, asa, and heparin. Following the procedure, the physician, selected the mynx vascular closure device to close the access site. It was reported that the sheath was pulled and the mynx device was deployed. Pressure was applied for 5 mins and hemostasis was achieved. The pt's right groin was documented as unremarkable and no bleeding was noted in all of the neurovascular checks. The pt's hgb was 9.5 pre-catheterization and went down to 8.4 within a 72 hour period following the catheterization procedure. The physician documented a "mild" hematoma on the pt's right groin on (B)(6) 2012. The pt received 2 units of prbcs on (B)(6) 2012. There was no documented active gi bleeding, during the hospitalization prior to the catheterization/pci procedures.